Manufacturer narrative:
The investigation conducted by field service engineering concluded that system error code #23013 experienced by the customer was associated with the endoscopic camera manipulator (ecm). The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. The #23013 system error code appears when the da vinci s safety system determines a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by the joint's primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety systems put da vinci s in a "recoverable safe state". The ecm was returned to isi for failure analysis investigation, however, the fault experienced by the customer could not be duplicated. Based on the system error logs, the axis 1 and axis 2 encoder and motor assembly and potentiometer were replaced. As of 2008, ther have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the customer experienced a non recoverable system error code #23013. With the assistance fo an isi technical support engineer, the customer cycled the system power. The system powered back up and homed with no issues, therefore, the customer continued with the case. The customer called back stating the system error code #23013 recurred and the system could not recover. The error continued to occur with any attempt to move the endoscopic camera manipulator (ecm) arm. The patient was under anesthesia for approximately 60 minutes when the surgeon decided to convert to open surgical techniques to complete the planned procedure. No patient harm was reported.